Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system was filed under MFR report # 2024168-2018-09005.

Event description:
This is filed to report the atrial septal defect(asd). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat grade 4 degenerative mitral regurgitation (mr). Clip visualization was difficult due to imaging. One clip was implanted reducing mr to grade 1-2. On (B)(6) 2018, prior to discharging the patient, echocardiogram confirmed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to grade 3-4. On (B)(6) 2018, mitral valve replacement was performed and an asd occluder was implanted. The patient remained stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of cardiac perforation (atrial perforation) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of atrial perforation appears to be related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.